Event description:
Additional information was received from device registration. The patient was sent an incorrect ID card on (B)(6) 2025. As part of a weekly review it was noted that the patient's implant was explanted on (B)(6) 2025. Correction was made and new ID card was sent to the patient with data correction letter on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: 977a290, serial/lot #: (B)(6), ubd: 05-oct-2026, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(6), ubd: 17-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller. Patient stated they could not change their settings and the best group they could get was group b. Patient mentioned they were able to go from group b to a and c but could not increase or decrease intensity in group b which is the group they prefer and works best for them. Patient mentioned that they can make adjustments on group a and c but that for group b they were at 7 and decreased to 5 and now are stuck at 5. Agent asked patient if they worked with an mdt rep before. Agent reviewed the error message and role of rep; patient asked for assistance in reaching out to reps. The issue was not resolved. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was contacted. They weren't able to determine the cause until a rep can meet with the patient. Pt was offered to meet in clinic, but they would like to meet in 2 weeks. Rep reported they switched the pt to group c and mapped perception thresholds and set sub perception on (B)(6) 2025. Rep reported that the issue was in the process of being resolved. The information has been confirmed with the physician. The patient fell off of his toilet on (B)(6) 2025. He initially had no problems with his scs. He reported being unable to raise his numbers to medtronic on the day the initial complain was submitted. Rep has now met with the patient and his 0-7 lead has multiple impedances. Reprogramming session took place to avoid this lead. ((B)(6) 2025). Xray was performed and leads have not moved. Lead revision was discussed with patient via the provider and patient declined revision at this time. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances observed on the day of surgery, all impedance values on the affected lead were > 4,000. The lead appeared to be fractured on impedance testing. Pt stated that he had a fall in the bathroom ¿a few months ago¿, which may have caused the lead issue. A loss of stimulation was noted. The lead with high impedance was replaced. The second lead, which was already implanted had also migrated downward, and was removed. An attempt to replace this second lead was unsuccessful, due to difficulty with pt anatomy. The patient stated that prior to (B)(6), he was only perceiving stimulation on the left side vs bilateral. Following placement of the new lead, intra op testing confirmed paresthesia was back on the patient¿s right side as intended. The issue was resolved with revision. The manufacturer rep resentative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the impedances were out of range. Electrode 8; -15 were all >40,000. Rep was aware of impedances on (B)(6) 2025 when they met with the patient.